Manufacturer narrative:
The device still remains implanted; therefore, detailed analysis could not be performed. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead exhibited high pacing impedance due to lead fracture. This lv lead was then turned off and remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this left ventricular (lv) lead exhibited high pacing impedance due to lead fracture. This lv lead was then turned off. Additional information received indicated that this lead was surgically abandoned. No additional adverse patient effects were reported.